Event description:
Customer states half of the aviva insight meter screen appears blank, there are white lines and a black spot on the bottom of the screen. Customer states he can see still read the middle of screen and blood sugar reading is visible but cannot see the rest of the screen. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.